Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for one week for the event. On an unreported date, the patient began treatment for the peritonitis with ancef (intramuscular injection, dose and frequency not reported) and vancomycin (intraperitoneally, dose and frequency not reported). On an unreported date in the same month as onset, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.